Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (svc code 105) was confirmed. Upon eval the trunk cable connector was physically damaged. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the pt was receiving a svc code 105. The pt was provided with a replacement electrode belt.